Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomaly, hot battery/electronics or battery icon anomaly noted. No damage found inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had low battery alarm and the insulin pump was getting hot. The customer had high blood glucose level of 500 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.